Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the or. Externalized conductors were noted on the lead. Slightly increased capture threshold was also revealed. The lead was capped and replaced. The patient is doing well.